Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that during preparation, the stent moved on the stent delivery system (sds). The device was not used on the pt. No pt effects were reported. No additional event or pt info is available.